Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission it was noted that the implantable cardioverter defibrillator exhibited oversensing myopotentials. No intervention was performed. The patient had no consequences and will continue to be monitored.

Event description:
New information received notes the implantable cardioverter defibrillator exhibited myopotentials oversensing on 2 may 2023. Programming was performed on the device. The patient had no consequences and will continue to be monitored.